Event description:
It was reported that the customer received this device and it was programmed to english software rather than the expected (B)(4) software. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the device was programmed to the (B)(6) language. It was also noted that there were corroded screws. (B)(4).